Event description:
The customer alleged they received questionable phosphate (inorganic) ver.2 (phos) results for two patients on their c501 analyzer. The first patient's initial phos result was 5.10 mmol/l and it was reported outside the laboratory. The repeat result was 1.18 mmol/l. On (B)(6) 2013, the second patient, a male born on (B)(6), had an initial phos result of 3.49 mmol/l and it was reported outside the laboratory. The sample was repeated on another analyzer and the repeat result was 1.01 mmol/l. Due to the initial results, there was a delay in phosphate infusion for one of the patients, but neither patient was harmed by this event. The phos reagent lot number was 668981 and the expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined. The quality control data was fine. Based upon the information provided, the issue seemed to not be related to the reagent or analyzer.